Event description:
Adverse event(s): "little vision" (vision, impaired); "vision blurry" (blurred vision). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A consumer reported that following intraocular lens (iol) implant surgery she has little vision. The consumer has a history of two retinal detachments with repair (pre-existing). At the time of her iol implant surgery, she was also having a procedure to remove scar tissue from her retina. The consumer reported the vision in her left eye is very blurry. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B) (4). (B) (4).